Manufacturer narrative:
Concomitant products: product ID: 3708660, serial#: unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown, ubd: 12-mar-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shocking sensations. The left extension wire was replaced due to fracture. Circumstances that may have led to the issue were unknown. The issue was resolved at this time.